Event description:
It was reported that "saline leakage was observed from the hole in the back of the optical module connector during use in ICU." No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe, two 3-way stopcocks and three sampling sites was returned for evaluation. A contamination shield was seated to the catheter through about 75cm to the catheter tip. The contamination shield was removed from the catheter for evaluation. Customer report of leakage issue was confirmed. The catheter was found to have an interlumen leakage in the catheter body around 96 cm from the catheter tip between the proximal infusion lumen and optical fiber lumen. Leakage was observed from optical module connector. Both distal and proximal injectate lumens were patent without leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body, balloon, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5cc air. Location of an interlumen leak was determined by clipping catheter body from the distal end until leakage stopped. Visual examinations were performed with the unaided eyes. A review of the manufacturing records indicated that the product met specification at the time of release. The customer report was confirmed as related to the manufacturing process. An investigation is underway to determine what actions are needed to prevent recurrence of this type of complaint.